Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll plunger was damaged. This was discovered during use. The following information was provided by the initial reporter: the syringe plunger was wrongly made. The shape of plunger looks burned a little.

Event description:
It was reported that syringe 3ml ll plunger was damaged. This was discovered during use. The following information was provided by the initial reporter: the syringe plunger was wrongly made. The shape of plunger looks burned a little.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/23/2020. H.6. Investigation: one photo and one sample was received by our quality team for evaluation. Visual inspection of the sample showed that the plunger tip end was damaged (scratched). A simulation was conducted to create the defect caused by the plunger feeder bowl. The position of the love join was adjusted to have a gap between the disc and side gap. From the simulation result, the scratches of the damaged plunger of the simulation and the returned sample are identical. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the damaged plunger tip end occurred at the plunger feeder bowl station. The plunger bowl love joins, and the gear box are worn out causing the disc to be uneven or no properly secured in position to have a full inner coverage for the feeder bowl. This resulted in a gap between the disc and side guide during the production run. Thereafter, the plunger tip end trapped into the gap and was scratched. The production overtime run and the vibratory feeder was loaded with random bulk parts, this had eventually led to freeing up the plunger from the gap and hence, left with scratch marks. The defective plunger moved to the linear track from the feeder bowl to the next process level. H3 other text : see h.10.